Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a right inguinal hernia repair procedure on an unknown date and mesh was implanted. Following the procedure, the patient developed an infection. The patient underwent a second exploratory procedure where the surgeon did a washout. It is not known if the mesh was removed. The patient received IV antibiotics and a wound vac. The patient is currently home in good condition. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure - (B)(6) y/o male; bmi: 30.1 the diagnosis and indication for the initial surgical procedure? - repair of hernia what were current symptoms following the index surgical procedure? Onset date? - 3 weeks and 2 days post-op; groin pain and fever other relevant patient history/concomitant medications - smoker, undiagnosed hypertension on arrival; no medications were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? - no did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Pre-op: 500 mg levaquin po and 1 gram ancef post op: IV zosyn and po augmentin were cultures performed? Results? - yes. Results: abundant finegoldia magna and moderate bifido bacterium species was the mesh removed? - yes, (B)(6) 2018 what is the patient's current status? - patient is fine what is physician¿s opinion as to the etiology of or contributing factors to this event? - unknown.